Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The permanent cautery hook was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, and showed that 6 uses were remaining. The instrument life indicator was in its proper location and did not rotate prematurely. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted procedure, the permanent cautery hook expired prematurely. The procedure was completed and there was no patient injury.